Manufacturer narrative:
(B)(4). Additional information: description of event: it was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient made a mistake and caused a touch contamination that led to the reported event. The treatment for the peritonitis was unspecified antibiotics (dose, route and frequency not reported). The patient was re-trained on proper aseptic technique. The patient recovered from the reported event. While the dianeal therapy was originally temporarily discontinued, it was later re-introduced. The extraneal therapy was ongoing. Additional information was requested, but is not available at this time. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced cloudy effluent along with symptoms of abdominal pain. The cause of cloudy effluent and symptoms of abdominal pain was unknown; however, peritonitis was unable to be ruled out. Treatment and outcome were not reported. Additional information was requested but was not available.